Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the process errors and found no integrated multi-sensor technology (imt) or imt probe errors. Quality controls (qc) were in range on the day the event occurred. The customer stated that this sample was a short sample and was run in a short sample container (ssc). A siemens headquarter support center (hsc) specialist reviewed the instrument data. During the time frame the sample in question was processed, the samples surrounding it resulted low with "below panic range [e532]" flags, indicating as per the operator's guide, the result is below the laboratory defined panic alert level. In addition, the standard a air readings were atypically high for all samples, suggesting an obstruction or clot was in fluidics of the imt system, resulting in the presence of air or bubbles. Hsc concluded the cause of the falsely, elevated na results is due to a fluid flow obstruction in the imt port that had impacted multiple samples in sequence, which had flushed itself out after the 3rd replicate of the sample. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on a patient sample on a dimension vista 1500 instrument. The sample was run three times and the third replicate result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, the following day, resulting lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.